Event description:
It was reported that the patient was on the ventilator at school with the nurse. The nurse walked away from the patient for a short period of time and when she returned she noticed patient had turned bluish in color and non responsive. It was reported that the ventilator was still on with no alarms. The ventilator was disconnected to bag/suction with no ventilator alarms. The nurse started CPR and the patient was then transported to the hospital. The patient is now doing well.

Manufacturer narrative:
Na